Event description:
It was reported that the user experienced persistent high blood glucose while using the ilet and noted seeing insulin drops after disconnecting the pump; despite multiple correction doses and full infusion set and supply changes, glucose did not initially decrease, and the user was on steroids following a recent lung transplant. Symptoms included hyperglycemia and dry mouth. Outcomes included minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a specific device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.